Event description:
Report received of air bubbles noted in the tubing set distal and proximal to the cassette. The customer reports the apmii infusion pump was programmed to deliver morphine 5mg/ml (abbott prefilled pca vial) at rate of 6mg/h. It was reported that this was the initial set-up for the patient and the first syringe of morphine. The tubing was primed and all of the air was removed. Several hours later, air bubbles were noted in the tubing set. The air bubbles were reported both distal and proximal to the cassette. The air bubbles were described as 12-16 in number and being 1/4 to 1/2 inch long and mixed intermittently with the morphine fluid. There was no reported pump alarm. The pump air sensitivity was set at high. There was no indication that any air reached the patient's IV access site. The pump and tubing were removed from the patient and a different pump, syringe, and tubing were connected to the patient and the morphine infusion resumed without any further report of air in the line. The administration set y-site was connected to a "carrier solution" which the pharmacist thought was d5w. There was no adverse effect with the patient and no delay in therapy. Although requested, no specific patient information was available.